Event description:
Complaint received by mail. Letter signed with initials only. Customer purchased a two-stick early home pregnancy device kit. Both devices gave negative results. Letter from customer indicates that instructions were followed properly. Date of testing unk. No product identification info contained in the letter other than the kit name.